Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield was returned within the inner pouch; inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and frayed. The cause could not be determined. The damage to the ends of braid is possibly the results of the physician re-sheathing the device more than recommended two times. Possible causes of failure to open include severe vessel tortuosity and damaged braid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no resistance during the case.there was no damage to the pipelines observed after device was removed. The devices were placed into a double bag at the end of the case and packaged ready for courier return, and assessment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A separate report will be submitted for the second pipeline noted in the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding two pipeline shield stents that failed to open at the distal end. The patient was undergoing a procedure for flow diversion treatment of an unruptured saccular internal carotid artery (ica) aneurysm. Aneurysm dimensions were unknown. Vessel tortuosity was noted to be severe. Dual antiplatelet treatment (dapt) was administered; pru level was not made available due to patient confidentiality. It was reported that the pipeline devices and all accessory devices were prepared and used per the instructions for use (IFU). The first pipeline was advanced through the microcatheter to the intended location. The distal end of the pipeline would not open fully. Despite multiple attempts, the distal end of the pipeline remained partially open with a "more pronounced pinched area just proximal to the distal end" of the pipeline stent. It was noted that more than 50% of the pipeline was deployed when it failed to open. The middle part of the pipeline was positioned in a bend. The pipeline was sheathed more than 2 times; multiple attempts were made at unsheathing and resheathing approximately 3/4 of the pipeline and adding and removing load on the system. Finally the pipeline was resheathed and removed from the patient with the microcatheter and replaced. The second pipeline was also noted to have failure to open when more than 50% of the device was deployed. The middle of the pipeline was still positioned in a vessel bend. The same techniques were attempted without success to open the pipeline. Finally, the pipeline was resheathed and removed with the microcatheter and another manufacturer's device was used to complete the procedure. There was no harm or injury to the patient.